Event description:
According to the reporter, two weeks after a bravo procedure the patient complained of pain. The capsule was removed and ulceration was noted at the attachment site. The physician reported that the patient was fine after the capsule was removed and has had no further issues.